Event description:
It was reported that, during a replacement procedure due to normal battery depletion (nbd) of this subcutaneous implantable cardioverter defibrillator (s-ICD), the induction test of the new s-ICD was not able to be performed successfully. The shocks were ineffective for induced ventricular fibrillation. Subsequently, the system was repositioned, however the defibrillation threshold (dft) test was again unsuccessful. The plan is to reposition once again the system. During data review a treated episode was found on this s-ICD that was inappropriately delivered due to noisy signals oversensing. The technical services (ts) discussed troubleshooting options and recommend programming the secondary vector as a permanent perception vector. No adverse patient effects were reported.